Event description:
Boston scientific received information that the shock lead impedance (sli) of this right ventricular (rv) lead was possible high out of range. The physician wanted to change out device at lead replacement. Attempts to obtain additional information was unsuccessful. The lead remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that this rv lead and ICD exhibited noise and oversensing resulting in an inappropriate shock. An invasive procedure was performed. The lead was surgically abandoned and replaced and the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.